Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump was possibly delivering too much insulin and her blood glucose (bg) levels were fluctuating. The patient indicated that she was changing her cartridges/set every 2 days. The patient claimed that she was usually changing the cartridge/set every 3 days. For the past month, the patient claimed that she was having low bg's in the "60's - 70's" mg/dl with symptom of shakiness. The patient was administering self-treatment by consuming candy. The patient confirmed that she was not attached during priming. The patient denied administered extra boluses. The pump's tdd and corresponded with the basal/bolus settings. The patient mentioned that in (B)(6) 2010, she had an MRI or CT-scan. However, he mentioned that the pump was removed prior to going into the "dome-like" machine. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was delivering too much insulin and she would develop a symptom of shakiness which can be attributed to severe hypoglycemia.